Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Based on sales rep feedback and evidence within the returned product, the surgeon used a suture type (fiber tape) which is not indicated for use with the reelx 4.5mm anchor. In addition, the patient was reported to have softer bone and not have the proper bracing after surgery. A review of the returned anchor and device history records indicates there were no issues of production nonconformities, structural integrity or functional problems within the anchor. The most likely cause of the event is a combination of patient compliance, bone quality and use of suture not indicated for the anchor. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that post operative, an x-ray was taken and shows the anchor outside the bone within the joint space. The original procedure consisted of anchor loaded with two strands of fiber tape. The patient underwent a revision procedure to correct the repair. During the procedure, it was noticed that the outer sleeve of the anchor had cracked. The pilot hole in the bone also appeared greatly enlarged.

Event description:
It was reported that post operative, an x-ray was taken and shows the anchor outside the bone within the joint space. The original procedure consisted of anchor loaded with two strands of fiber tape. The patient underwent a revision procedure to correct the repair. During the procedure, it was noticed that the outer sleeve of the anchor had cracked. The pilot hole in the bone also appeared greatly enlarged.